Manufacturer narrative:
(B)(4). The customer reported that the device had a shock equipment malfunction error and a pacer malfunction error. Philips evaluated the device and verified the issue. The processor pca was replaced to resolve the issue.

Event description:
The customer reported that the device had a shock equipment malfunction error and a pacer malfunction error.